Event description:
No additional information received form customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e1, h2, h6, h8, h11 corrected fields: e3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed, the air water tube and cylinder had white foreign objects, and the circuit board was dirty in the scope connector. A root cause could not be identified. Based on the results of the investigation, the e315 error and no image occurred due to corrosion on plug unit. The cause for the foreign objects and dirt was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope scope error e315 during inspection for usage for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.